Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  per fax received on (B)(6) 2022 from kaiser permanent medical records, op note has pre and post-operative diagnosis: nonfunctioning interstim device and was removed on (B)(6) 2019 as patient wanted to have an MRI no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.